Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a white crystallized material that was clogged in the nozzle, but could not be further identified. There was no evidence of physical damage on the location where the foreign material had remained. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, service found the nozzle was clogged with foreign material. In addition, the air flow was insufficient to clear water from the objective lens due to the clogged nozzle and air/water channel, angulation was reduced due to elongation of the angle wires, the adhesive on the bending section was worn, the insertion tube was damaged due to handling, the objective lens was chipped due to handling, and the light guide lens was chipped due to handling, the investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the nozzle was clogged with foreign material. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Event description:
Through investigation and customer contact, it was reported that the affected device was initially sent in for the defect "softened insertion part" and was "battered from use". It was further reported that the event involved no injury. The fault was stated to have been observed during preparation for use, and occurred outside of any procedure. No procedure was affected by this event.